Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. We were unable to verify prime alarm due to motor error alarms. Upon visual inspection moisture damage was found on the force sensor resistor. We were unable to perform self-test, error test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the manual prime. The blood glucose reading was 238 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.